Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. During support, care was stopped as the patient had ischemic cerebral vascular accident (cva) due to carotid dissection. However, it is unknown if the dissection was there prior to impella, or if impella contributed to the vascular damage. No additional information was provided.